Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported blood glucose (bg) levels between 50-400 (mg/dl). The customer changed their site and delivered a bolus to address elevated bg level; however, they accidentally over-bolused causing bg levels to decrease. Juice was consumed to address low bg level. Due to the occlusions occurring in the past, troubleshooting to determine the source was unable to be performed.